Manufacturer narrative:
Olympus medical systems corp. (Omsc) could not investigate the subject ch-s200-xz-ea, because the subject ch-s200-xz-ea was not returned to omsc. Omsc obtained the log data of the otv-s300 connected to the subject ch-s200-xz-ea. Omsc checked the log data and found that there were errors regarding the communication failure between the subject ch-s200-xz-ea and the otv-s300. The exact cause has been unknown. However there was the possibility that temporary communication failure had occurred between the subject ch-s200-xz-ea and the otv-s300, which might be attributed to electrical contact failure due to some foreign substance on contacts. It was considered that some foreign substance was removed by reprocessing then the temporary communication failure was resolved and endoscopic image became normal. Omsc reviewed the manufacturing history of the subject ch-s200-xz-ea and confirmed no irregularity. The instruction manual of the subject device states the corresponding method in case of an abnormality.

Event description:
During the unspecified procedure with the ch-s200-xz-ea and the visera elite ii video system center otv-s300, the unspecified error was displayed on the monitor and the endoscopic image became abnormal. The user turned off the otv-s300 and reconnected the video connector of the subject ch-s200-xz-ea to the otv-s300, then turned on the otv-s300. But the endoscopic image was still abnormal. The user replaced the subject ch-s200-xz-ea to another unspecified device to complete the procedure. There was no report of the patient injury other than replacing the device. After that, the user reprocessed the subject ch-s200-xz-ea, the subject ch-s200-xz-ea operated properly.